Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿161 mg/dl¿ compared to ¿121 mg/dl¿ on a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed he developed symptoms of dizzy and fatigue due to the inaccurate high issue. On (B)(6) 2014 at 5:30am, the patient required hcp treatment glucose tablets at the hospital. By 8:30 am, the patient tested at ¿121 mg/dl¿ on the hospital meter. Around the same time, the patient also tested on the subject meter at ¿161 mg/dl." It is not clear how the lfs product contributed to the alleged treatment suggestive for hypoglycemia. It would have been helpful to obtain more information surrounding the reported incident. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. The unit of measurement was set correctly. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required medical intervention suggestive for hypoglycemia while the patient used the lfs meter to manage his diabetes.